Manufacturer narrative:
(B)(4).

Event description:
Impedance readings were >3600 ohms with electrode 13. There were able to program around the questionable electrode. Additional info has been requested, a follow-up report will be sent if additional info becomes available.